Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: endoscopic radial artery harvest¿outcomes and lessons learned after 1000 harvests. Author/s: s swinamer, s fox, d nagpal, m chu, m quantz, r guo, r novick, b kiaii, j sy, j gelinas. Citation: canadian journal of cardiology (2017); volume 33. The authors presented their experience and outcomes with the technique after more than 1000 harvests. From july 2004 to present, a total of 1003 patients underwent endoscopic radial artery harvest (erah). A reusable esvh system with the addition of a harmonic ultrasonic scalpel/shears (ethicon) to facilitate the removal of the radial artery (ra) for use in the CABG patients. Reported complications included neurological impairments (n-?), transient numbness over the thenar eminence, index finger and lateral forearm (n-?), and neuralgias (n-5), in conclusion, erah can be effectively and safely adopted as a harvest technique for the ra for CABG. The results demonstrate erah provides adequate length conduits in a timely manner through much smaller incisions, resulting in low rates of infection, neurological impairment, excellent long-term patency and no evidence of histological damage.